Event description:
Customer reported the uom had changed on her unlocked freestyle flash meter. The device has been returned and during the course of the investigation, it was discovered the meter had suffered the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mmol/l. Errors 0300, 0015 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.